Manufacturer narrative:
UDI - (B)(4). Concomitant medical products: - vanguard cementless porous cr femoral lt 65, catalog #: 167048, lot #: 3476277. Series a 3 peg standard 28x8, catalog #: 184762, lot #: 977440. Polished finned tibial tray 67 mm, catalog # 141252, lot #: 2015080174. Foreign reporting source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2017-00232.

Event description:
It was reported that following a knee arthroplasty, the patient underwent a revision due to instability and femoral loosening. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.